Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of 300 mg/dl. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.